Event description:
Customer reported device =559 mg/dl at 6 am. Customer took 15 units of insulin. Customer went to the e.r (ER) at 10 am. ER=141 mg/dl. No treatment was received. No controls were used. Strips are kept loose in case and used which is not recommended. A request was made for return product and replacement product was sent.